Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to moisture damage on electronics assembly. Insulin pump received with cracked battery tube thread, cracked case battery tube and cracked case corner of belt clips rails noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack on the battery compartment. The customer's blood glucose value was 117 mg/dl. Customer doesn't know how it happened. The device will be returned for analysis.